Event description:
It has been reported that the device gave the "no shock advised" voice prompt during a patient use event. The patient did not survive.

Manufacturer narrative:
Update to become aware date.